Event description:
It was reported that a patient was admitted to the hospital on (B)(6) 2015 for 9 days due to seizures. It was believed at the time that the battery was depleted. However, it was determined that the battery was not at end of service until (B)(6) 2015. It is unknown if the seizures were above or below the patient's pre-vns seizure frequency baseline. Attempts for further information were unsuccessful to date.